Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which two additional leads were implanted to provide patient extra pain relief for one specific area that was not being helped. Effective therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.